Event description:
The complainant reported that a surgical team performed catheter drainage of a large infected haematoma, which had occurred as a complication of a surgery performed approximately 8 days previous. The clinicians obtained a flexima quickstick all purpose drainage device to treat the infection in the male patient (age unknown). The catheter was inserted under CT guidance using established radiological techniques. The procedure was reported to have been uncomplicated. The final CT image demonstrated a good position, with the distal loop of the catheter formed approximately. It was indicated that the loop of the catheter was locked in the "standard fashion." The catheter was removed by the surgeon in 2007. At no stage from insertion to removal had radiology been advised of problems with the catheter. On approx five months later, the patient wrote a letter of inquiry to the facility inquiring about the "outcome of an investigation regarding tube breakage on 3 separate occasions at different parts of the tube resulting in emergency surgery on the original date, to remove the tube." The complainant reported that the received "letter was the first time the facility had been advised of an investigation being conducted into the fractures." The complainant also indicated that the surgeon did discuss the issue of the catheter fracture with one of the interventional radiologists a couple of weeks prior to the patient's letter arriving. "During that discussion the radiologist asked for the catheter fragments to be brought to him so they could be reviewed further, however, unfortunately the fragments have never been made available." Attempts have been made to obtain additional event and patient information. The complainant facility was unable to provide any additional information.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation; therefore, a physician evaluation can not be performed. We are unable at this time to determine if the device met specification. A product history search was performed and found no other complaints against this device part number. A ship history review was performed. The review found that lot number 9037863, 9139178, and 9110403 were the last three lots sent to this customer. The device history record review was performed for lots 9037863, 9139178, and 9110403; no anomalies were noted. A label review for this complaint was conducted and found no issues. The risk of this defect is noted within the labeling. The customer complaint could not be confirmed. There is not enough information per the event description or similar complaint investigations to provide a most probable root cause. A search of the complaint database revealed no additional complaints were reported for the same lots. The august 2007 15-month all purpose drainage family complaint trend report, inclusive of all failure modes was reviewed; no adverse trends were noted.